Event description:
The customer reported the system will not expose and there was a generator error. This condition results in automatic system shutdown. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.